Manufacturer narrative:
(B)(4). Batch #: u93t8e. Additional information was requested and the following was obtained: did the difficulties with hemostasis occur intra-op or post-op? Intraoperatively, the surgeon felt that the instrument was not working as usual, but no bleeding was detected. Postoperative difficulties with hemostasis were observed. What anatomical structures were coagulated with the harmonic device? According to the surgeon diffuse bleeding was detected. What was the approximate size of the vessels the harmonic was used on? Due to diffuse bleeding, it was not possible to determine anatomically which structures/vessels were affected. All vessels were <5mm. Were there any generator alert screens? No. What is the surgeon¿s experience with the device? The surgeon has been working with harmonic for many years. What is the patient¿s current status? Unknown. Did the post bleeding require any blood products to be administered? Unknown. Did the patient have any known coagulation disorders? Unknown. Was any anti-coagulation therapy used pre- intra- or post-op? Unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a lap. Sigma the device did not coagulate. The standard setting 3-5 was used. The surgery was changed to open because of post-bleeding.